Event description:
Caller reported air bubbles and gaps in the tandem mobi cartridge, observed during the load sequence and tubing fill. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The issue was resolved earlier in the day by changing the cartridge and resuming insulin delivery. The customer requested and was provided with a replacement cartridge.